Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device recordings show noise on atrial lead. Hm trend graphs show decreasing sensing amplitude. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.